Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15589. The patient has 2 leads (from different lots) implanted as part of her scs system. It was reported the pt was not receiving coverage subsequent to a fall. The pt went to the emergency room, however, no medical intervention was performed. The sjm representative met with the pt and reprogramming was able to provide adequate coverage.